Event description:
It was reported that the insulin pump alarmed motor error during the prime process. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was received stuck in bolus delivery loop with motor error alarm. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing.